Manufacturer narrative:
The customer reported the smart site broke off from the spike, and returned one used, broken device, and one unopened device. The devices were both of material 2300e-0500, lot 24025033. Upon initial visual examination, the unopened set had no defects or abnormalities. The used, broken device verified the complaint. The smart site was the only part of the device returned. The spike was not available. The smart site was examined under a microscope to see the cracking of the plastic. The manufacturing plant could not find the root cause for the smart site damage and was unable to replicate the failure in the current process. An action to perform preventative maintenance was issued by the plant on 31jul2024 (this batch was released before the action, on 07feb2024). The maintenance updated the spike press in the assembly and ensures the equipment is in optimal usage conditions. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite bag access device was broken. The following information was received by the initial reporter with the following: it was reported by the customer that the spike broke off from the access point after the blood bag was spiked. Broken piece in bag with intact piece for reference. Once broken, spilled blood and could not get out of spike port.